Event description:
Dist reports that a 12 yr old pt had spinal instrumentation due to scoliosis in june of 1995. He also reports that this highly active pt had experienced a fall while she was not wearing her brace. This fall, the dr believes, caused a rod connector to disengage/loosen from the spinal rod. The pt was re-operated on to remove and replace the connector on june 19,1997.